Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure migrated and was coming out of the fallopian tubes') in a 38-year-old female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and essure removal). Essure was removed in (B)(6) 2021. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: essure had been inserted in 2012 or 2013. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jan-2022: nullification: with receipt of follow up information this report was detected to be a duplicate to record # us-bayer (B)(4) to which all information will be transferred, then this duplicate record # us-bayer (B)(4) will be deleted in bayer safety database based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a family member and describes the occurrence of device dislocation ('essure migrated and was coming out of the fallopian tubes') in a 38-year-old female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and essure removal). Essure was removed in (B)(6) 2021. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: essure had been inserted in 2012 or 2013. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a family member and describes the occurrence of device dislocation ('essure migrated and was coming out of the fallopian tubes') in a (B)(6) female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2021. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter commented: essure had been inserted in 2012 or 2013. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a family member and describes the occurrence of device dislocation ('essure migrated and was coming out of the fallopian tubes') in a 38-year-old female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2021. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter commented: essure had been inserted in 2012 or 2013. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-aug-2021: quality safety evaluation (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.